Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental mastectomy, the surgeon was able to use initially but then they stopped working. Both applicators have the same lot number. They fired the device after and found with one of them the staple crossed (the clip lying across instead of with sharp tip to the front). No patient injury.